Event description:
Reportedly, during a follow-up performed on 08 may 2020, it was observed that the subject ICD had reached the recommended replacement time. The device was interrogated during the device replacement procedure that was later performed, and a sharp decrease of the battery curve after approximately 8 years was observed. The device was explanted and discarded. Preliminary analysis results confirmed an abnormal and sudden battery depletion. Its root cause could not be identified based on available data.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, it was observed that the subject ICD had reached the recommended replacement time. The device was interrogated during the device replacement procedure that was later performed, and a sharp decrease of the battery curve after approximately 8 years was observed. The device was explanted and discarded. Preliminary analysis results confirmed an abnormal and sudden battery depletion. Its root cause could not be identified based on available data.

Manufacturer narrative:
Please refer to the attached analysis report.